Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported a line artifact on the surview and a ring artifact on the helical scan. There was no report of misrepresentation as a result of the artifact. The philips field service engineer (fse) confirmed the reported issue of the artifacts. The fse visually inspected the system and determined a cracked compensator in the a-plane collimator. The fse replaced the a-plane collimator to resolve the issue. The fse confirmed there was no impact to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The system is in clinical use. This issue was determined not to be a reportable event.